Event description:
It was reported that due to an unspecified reason the patient will have his inflatable penile prosthesis (ipp) removed and replaced on a future date. It was further reported that this patient already had his device removed and will have his implant reimplanted on (B)(6) 2019. Additional information was received that the explant surgery occurred due to pump erosion previously on 16-jan-2019. This patient was later implanted with 15 cm x 12 mm cylinders and pump and reservoir.

Manufacturer narrative:
Correction: updated event description to capture additional information received. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient will have his inflatable penile prosthesis (ipp) removed and replaced on a future date. It was further reported that this patient already had his device removed and will have his implant reimplanted on (B)(6) 2019.